Event description:
Pt's family member reported that the pt's surestep meter was giving an error message and that pt was taken to the hospital since the meter was not "working." Lfs contacted the pt's family member in 5/2004 to obtain further information. Family member stated that during troubleshooting, it was discovered that the meter was reading error 6 message. This error message in the surestep meter indicated that there is a possible failure that occurred in the meter. This issue was not resolved with troubleshooting. Pt's family member further stated that the pt was getting this error message since march 2004, but did not have the number to call and report the issue. About a month later pt was feeling dizzy. Pt tried testing on the meter, but still got the error message. Pt was then taken to the hospital, where the lab result was 500 mg/dl (this result was reported as 410 mg/dl at the initial call). Pt was given IV insulin, oxygen. Pt was admitted to the hospital for 1 week. Pt also suffers from renal failure, and pt also had dialysis done when pt was at the hospital. Family member also stated that the pt was not on any diabetes medications prior to this event. Pt was placed on insulin post hospital visit (unknown which type and dosage). Prior to march 2004, pt had a hard time finding test strips in their country for 45 days, and finally a friend sent a small supply to them from the USA. During troubleshooting, pt had already run out of those test strips and did not have any to run any control solution tests. This case is reported as an adverse event since the pt suffered a serious injury due to the meter malfunction. Had the meter functioned, and the pt was able to get a result sooner, pt could have sought medical help earlier.